Event description:
Patient reported that back to back tests performed on the ss meter were 12 and 130 (166% difference). No symptoms were reported. On f/u, unable to reach pt by phone to verify results/meter settings (mmol/mg) or obtain add'l info. A letter was sent to pt requesting that the pt contact company. There was no allegation of harm.